Manufacturer narrative:
Before using an atw steerable guidewire in a procedure, the distal tip was found kinked. The wire was not used and no patient injury occurred. No unusual handling was reported. Upon receipt of the wire for analysis, additional tip damage was identified that was not part of the original complaint. One non-sterile atw steerable guidewire was returned for analysis. The distal tip was kinked and bent; additionally, the coil segment was displaced distally from the ptfe tubing, creating a 0.90cm stretched area immediately distal to the ptfe tubing. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated that this product was final inspection tested and was determined to be acceptable. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." The failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device. The cause of the stretched condition could not be determined during analysis. The device did not present any obvious indications of manufacturing defect or anomaly that could be contributed to the events as reported. The records indicated that the product met specification prior to shipment. A stretched coil was confirmed during product analysis; however, there are no indications that this is related to the manufacturing process. Although the exact cause or timing of the wire damage could not be determined, device handling may have contributed to the event.

Event description:
The original complaint stated that "there was a kink on the head of the guide wire. It was found after the package was opened." The product was received for evaluation and analysis showed that the wire was stretched at the distal area. It was noted that the product was removed from the packaging by the shaft. The product did not appear to be stretched when returned for evaluation. The product was not used in the patient.